Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a set of pads produced a flow rate (0 lpm) prior to the initiation of therapy. As a result, the arctic sun device was replaced prior to the initiation of therapy; however, the pads continued to produced a flow rate of 0lpm as well. As a result; the set of pads were replaced with a second set of pads and therapy was successfully initiated on the second device and the second set of pads without any further issues.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that a set of pads produced a flow rate of 0 lpm, prior to the initiation of therapy. As a result, the arctic sun device was replaced prior to the initiation of therapy; however, the pads continued to produced a flow rate of 0 lpm as well. As a result; the set of pads were replaced with a second set of pads, and therapy was successfully initiated on the second device and the second set of pads without any further issues.